Event description:
Drained the knee/joint was drained/knee drained several times [joint effusion]. Knee hard as rock (unspecified) [arthropathy]. Unable to walk/been either in bed or in a chair [mobility decreased]. Can't bend or straighten knee [joint range of motion decreased]. Swollen knee/knee swollen "like a bowling ball" [joint swelling]. Knee painful/pain goes from knee cap up into the thigh about 5-6 inches [arthralgia]. During the injection the pain was excruciating [injection site pain]. Case description: spontaneous report was received on (B)(4) 2012 from a (B)(6) female pt, initial (B)(6), with osteoarthritis. The pt's medical history was significant for osteoarthritis and previous use of synvisc (few times) and synvisc one in (B)(6) 2011. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan-gf 20) injection, at a dose of 6 ml, once, in an unspecified knee. The lot number of synvisc one was not provided. It was reported that the pt experienced excruciating pain during the injection and she felt a "pop" as if "the needle went through something". The pt stated that her knee had been swollen and painful since the time that she had received the synvisc one injection. One hour after the injection, her knee was swollen and hard as a rock. In (B)(6) 2012, the pt experienced a swollen and painful knee that she had to have drained several times. The pain continued through the night and joint fluid was reported to be "normal knee fluid". On (B)(6) 2012, the pt visited the emergency department and the fluid was aspired from her knee. The pt was prescribed celebrex (celecoxib) and was advised to use ise and rest the joint but she has had no relief. The pt was unable to walk and had been either in bed or chair since the injection. The pain went from the kneecap up into the thigh about 5-6 inches. Synvisc one dose was unchanged. The outcome for the event of injection site pain was excruciating was not provided. The outcome for the events of drained the knee/joint was drained/knee drained several times, knee hard as rock (unspecified), can't bend or straighten knee, swollen knee/knee swollen "like a bowling ball" knee painful/pain goes from knee cap up into the thigh about 5-6 inches and unable to walk/has been either in bed or chair was not yet recovered. Concomitant medications were not provided. The intensity of all the events was not provided. This is 1 of the 2 reports of the same pt. (B)(4).

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.